Manufacturer narrative:
Additional information was added h6 and h11: the actual device was not available, and the lot number was unknown; therefore, a device analysis could not be completed. No photograph of the sample was provided for evaluation. The reported condition was not verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment using a thermax blood warmer, "the connection/snap between the thermax blood warmer set and the prismaflex set breaks and blood starts flowing." Treatment was discontinued. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.